Event description:
The customer states that one pt sample generated an initial architect i2000 total bhcg assay result of 8000 miu/ml. The customer then tested the sample at a 1:10 dilution and generated a final result of 16000 miu/ml. A service call was initiated.

Manufacturer narrative:
The abbott field service rep (fsr) found that the trigger and pre-trigger solution were not dispensing accurately and the sample pipettor buffer pump was leaking. The trigger and pre-trigger solution valves were replaced along with the sample pipettor. The assay calibrated successfully and an acceptable precision run (n=20) was performed. Subsequent instrument opearation and test results were acceptable. There is no impact to pt management reported. The abbott architect system operations manual (ln: 06e28-05), troubleshooting and diagnostics subsection, approach to troubleshooting, informs operators that I-system troubleshooting variables include fluidic subsystems. The operator is provided with examples and symptoms of the hardware components that control the precision and accuracy of liquid level sensing, aspiration and dispense. Examples include both pumps and valves and symptoms include imprecise results, and/or erratic results. Subsection: sample results, observed problems (I system), includes probable causes and corrective actions for depressed concentration-single point, direct assay, with decreased rlus. Probable causes include issues with trigger and pre-trigger dispense and sample pipettor aspiration/dispense. Corrective actions include performing specific diagnostics procedures and contacting area customer support. The investigation demonstrated that the architect i2000 processing module is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report. End of report.